Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became pixelated and unresponsive, after which the user transitioned to backup therapy and continued continuous glucose monitoring on a separate device, with blood glucose reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included use of alternative therapy without interruption to glycemic management and no hospitalization. Investigation included review of the complaint history, verification of device identification and logistics, and arrangement for device replacement with instructions for data sync and return. Investigation of this case revealed a device display malfunction consistent with a screen or user interface failure affecting the pump controller, with no indication of alarms or dosing errors. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly or related interface circuitry.